Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor was damaged while inserting. The needle had broken off of the sensor. The blood glucose reading was 288 mg/dl. Customer treated with the insulin pump. Nothing further was reported.